Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument adn found the tip clamp in the reported problem area of the pipette assembly was bent. The tip clamp was replaced and all tip and plunger clamps were cleaned. The instrument was tested without further problem and returned to service.